Event description:
It was reported that the right ventricular (rv) lead exhibited unspecified over-sensing and dislodgement. The dislodgement was confirmed via diagnostic imaging. The rv lead was explanted and replaced. The patient exhibited no consequences.